Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited noise over-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.